Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: moisture was observed in the battery compartment. Leak testing revealed a battery compartment leak. A battery crack was observed. The returned battery cap was able to secure properly to the pump. A pump case crack was observed near the display. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.